Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty cycler, liberty cycler set and the patient¿s adverse event(s) of fibrin and peritonitis which required antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore causality cannot be determined. However, what is known is patients undergoing peritoneal dialysis therapy are considered high risk for peritoneum infections. The fibrin can reasonably be categorized as a byproduct of the underlying infection. There is no documentation or indication the liberty cycler and/or liberty cycler set caused or contributed to the adverse event(s). Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient contact requested technical service after the patient encountered drain complications, and reported fibrin was noted in the liberty cycler tubing. Additional information was solicited and received from the patients outpatient dialysis clinic stating the patient was diagnosed with peritonitis (on or about (B)(6) 2018); characterized by the accumulation of fibrin. Peritoneal effluent cultures and cell counts were obtained, and revealed an elevated white blood cell (wbc) count of 78 mm3 (normal value = 0 mm3); and an elevated red blood cell (rbc) count of 10 mm3 (normal value = 0 mm3). The patient was reportedly started on antibiotics (drug, duration, frequency, dosage and route unknown), and a follow-up culture and cell count obtained on (B)(6) 2018 produced negative results. Additionally the letter states the patient recovered from the event(s), and the drain complications encountered were related to the fibrin buildup and infection; not the liberty cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."